Manufacturer narrative:
Citation: shah et al. From zone 1 to zone 3: feasibility and safety of complex endovascular aortic repairs in type a aortic dissection. J thorac cardiovasc surg. 2025 sep;170(3):650-658.e1. Doi: 10.1016/j.jtcvs.2024.12.031. Epub 2025 jan 15. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the feasibility and safety of complex endovascular aortic repairs in type a aortic dissection. The study population included 29 patients who were predominantly female with a mean age of 76.3 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut pro bioprosthetic valves in two patients. Three operative and 15 overall deaths occurred in the study population. The causes of deaths described by the authors included: intra-procedural severe right ventricle failure with multiorgan system failure; aortic root pseudoaneurysm; right ventricle failure with severe organ malperfusion; severe respiratory failure and pneumonia; pulseless electrical activity arrest with unidentified root cause. Among all patients, other clinical observations included: ascending aorta dissection/tear, aortic rupture, intramural hematoma, severe malperfusion requiring replacement of aortic arch, endovascular leak, stroke, false lumen thrombosis, and reintervention for transcatheter aortic valve replacement. No further information was provided pertaining to medtronic products.